Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead, the patient developed a pneumothorax. The physician believed the pneumothorax to be the result of a perforation during the procedure. No additional adverse effects were reported. This lead remains in service.